Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose of 480 mg/dl. The customer was reported other blood glucose value such as 580 mg/dl, 150 mg/dl. The customer was treated with insulin pump in the hospital. The customer was wearing the insulin pump during the high blood glucose event was reported. The customer stated that the drive support cap appears to be normal. The customer was also reported that the infusion set cannula was bent. The customer was reported that the insulin pump passed displacement test and had under delivery. The insulin pump will be returned for analysis.